Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband was reported via phone call that, the customer was hospitalized due to high blood glucose of 800 mg/dl on (B)(6). The current blood glucose was 101 mg/dl. Customer reports the following symptoms related to their high blood glucose with vomiting. Customer treated for high blood glucose with manual injections. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.